Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit failed leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The patient interface module (pim) leak test failed. The membrane differential pressure was out of range. The pim leak test passed successfully by using an old safety disk design. The unit was functionally tested, but after six days the issue remained. The fse replaced the safety disk. All required tests passed successfully. The iabp was cleared for clinical use.